Manufacturer narrative:
New information: d4 lot number d4 expiration date h4 device manufacturer date reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Per a report from swissmedic, and end user reported an issue with a bioflo duramax 15.5f 32cm dual valve sheath basic kit. During dialysis, blood was drawn through the dialysis catheter, so that a defective dialysis catheter can be assumed. Dialysis was stopped due to risk of air emobolism. A replacement is planned for (B)(6) with the explanted catheter being preserved for examination purposes. The patient had no symptoms at any time.

Manufacturer narrative:
The customer's reported complaint description of during dialysis treatment the device was observed to have blood and air drawn into the dialysis catheter cannot be confirmed, since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for this type of reported failure is a fracture of the extension tubing adjacent to the luer hub. Excessive torquing of this connection and/or not allowing cleaning agents to completely dry can be contributing factors for fracture of the extension tubing at this location. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) that is supplied with the dialysis catheter device, contains the following statements: warnings · in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. · use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. · do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. · do not use sharp instruments near the extension tubing or catheter lumen. · do not use scissors to remove dressing. · catheter will be damaged if clamps other than what is provided with this kit are used. · clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. · examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).